Event description:
The customer called to get his insulin pump replaced as instructed to do so on a previous call. The customer stated that the insulin pump continues to have a blank display. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board.